Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service technician. The service technician replaced the oxygen blender to address the customer's reported issue and shipped the defective component to carefusion for failure analysis. Failure analysis: carefusion was not able to duplicate the reported issue. During testing and evaluation, all solenoids were working, however, 3 solenoids failed the o2 blender calibration and test procedure for slightly higher o2 flow. Visual inspection revealed the black max that locked the top screws on these solenoids were all broken and missing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator was delivering a lower concentration of oxygen than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.